Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification using a 22 millimeter (mm) balloon. Upon the first deployment attempt, under expansion of the valve frame was observed. Subsequently, the valve was recaptured and re-deployed; however, the expansion did not change. The system was withdrawn from the patient, and another pre-implant bav was performed using a 22 mm balloon. A new valve and new delivery catheter system (dcs) were used to successfully complete the procedure. No patient complications were reported as a result of this event. Additional information was received that bulky calcification on all three cusps of the aortic valve contributed to the expansion issue.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012896872); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification using a 22 millimeter (mm) balloon. Upon the first deployment attempt, under expansion of the valve frame was observed. Subsequently, the valve was recaptured and re-deployed; however, the expansion did not change. The system was withdrawn from the patient, and another pre-implant bav was performed using a 22 mm balloon. A new valve and new delivery catheter system (dcs) were used to successfully complete the procedure. No patient complications were reported as a result of this event.